Event description:
This rv lead was capped on (B)(6) 2017 due to noise and an elevated thresholds. Due to the elevated threshold the device was programmed to a pulse amplitude of 7.5 volts at 1.0 ms for an extended period of time. This caused a major impact on the battery and the physician elected to replace the generator with a new promri dual generator. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.